Manufacturer narrative:
Correction: lead not confirmed to be a medtronic product thus non-complaint until manufacturer of the lead is determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a dropped beat. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a dropped beat. It was also reported that lead may exhibit oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.